Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator 4 (usm4) was loose and was not used during the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer and obtained the following additional information. The surgeon indicated that the usm moved by itself by inertial motion at the beginning of the procedure. No errors were reported. The customer contacted support through the clinical sales representative at which time a power cycle was advised; however, the customer reportedly disabled usm4 and power cycled at the end of the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem; however, usm4 was proactively replaced to resolve the reported problem. The system was tested and verified as ready for use. The usm has not yet been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the component is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was shared for review. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided at this time, this complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate the procedure change.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10 the universal surgical manipulator (usm) was returned for failure analysis but the reported failure of the usm not moving properly could not be confirmed/reproduced. The usm was able to be driven on the system through full rom with no issues during fa. There was no noticeable damage on the unit. The unit ran direction, lissajous, check sensors, friction, brake release, brake hold, advanced brake, check cannula, carriage strength, fiber, carriage switches and sine cycle tests on the pftp and passed all tests except yaw check sensor test. The yaw and pitch motor modules will be replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.